Manufacturer narrative:
1. The customer returned a photo but did not return the defective sample. The photo showed the septum has shifted, causing a leak. 2. DHR/bhr review (lot#5076313): 1) the products of this batch were assembled at intima ii auto line 3 in mar 2025 and packaged at cfs package line in mar 2025. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. 45psi leakage test the retained sample of the complaint batch, the test is qualified, and no leakage is observed at the septum. 4. Possible causes: 1) excessive or rapid pressure during the injection of contrast agents may cause displacement of the septum. 2) the septum and the catheter hub are bonded by uv adhesive. If there is no glue, insufficient glue, or a malfunction in the equipment that prevents proper assembly of the septum, it can result in the septum being inadequately secured, making it prone to displacement or detachment. 5. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the inspection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows that the septum has shifted. However, the pressure and flow rate of the contrast agent during use are unknown, and no defective sample has been received for further analysis, so the root cause of the displacement of the septum cannot be confirmed to be related to product quality. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc hp - septum damaged / defective on august 4, 2025, at the radiology department of (B)(6) hospital, a patient was scheduled to undergo an enhanced CT scan. The contrast agent was administered via a ¿closed-system intravenous catheter.¿ during the procedure, while the catheter was being inserted and the contrast agent was being administered, the white needle cap at the end of the catheter dislodged, causing venous bleeding in the patient and preventing further administration of the contrast agent. The patient called for a nurse, who immediately removed the indwelling needle upon arrival, obtained a new indwelling needle, and successfully completed the contrast agent injection and subsequent enhanced CT scan after reinserting the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.